Manufacturer narrative:
Findings: pump had cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, minor scratched display window. Pump was received with no button response due to corroded keypad traces.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.